Manufacturer narrative:
Document review: gmk primary fixed pe postero stabilized tibial insert size 3, 14 mm: code 02.07.0314psf/ lot 111383 (B)(4) items produced): all parameters were found to be in accordance with specifications valid at the time of manufacturing. (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. From the x-rays received and analyzed in our r&d department, it was quite evident that the secure screw of the ps liner has been just positioned in the fixation hole but it has never been tightened, and this is highly likely the cause of the loosening. On the basis of the data collected, we have no evidences that the problem is device related.

Event description:
Ref. Imp #(B)(4).